Event description:
A us distributor contacted zoll to report that a patient was experiencing check pad messages and was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable and check therapy pads) has been confirmed. Upon investigation the cable connecting the cable connecting ECG c and d were pulled from the strain relief, damaging wires in the cable. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged belt.